Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.

Event description:
It was reported that the flange separated from the hub of the tracheostomy tube. The tube was removed and replaced.